Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that when at rest the handpiece would run on its own. There was no patient involvement.

Manufacturer narrative:
The allegation was not confirmed. There was no fault found in the device. (B)(4). If information is provided in the future, a supplemental report will be issued.